Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut lip/ ripped inside of lip/ like a rough abrasion on lip [lip injury]. Cut face/ big chunk cut out between mouth and nose [laceration]. Bleeding - lip [lip haemorrhage]. Brush head came off in mouth when brushing [device breakage]. Brush head came off in mouth when brushing and caused damage to inside of mouth [injury associated with device]. Case description: a mother reported that her (B)(6) daughter used an oral-b power rechargeable toothbrush handle vitality 3709 (stages princess toothbrush) at 5:30 p.m. On (B)(6) 2015, and the oral-b brushhead, version unknown came off, damaged the inside of her mouth, and caused bleeding. It ripped the inside of her bottom lip and "chunked up a big bit of skin." The top bit of her lip was like a rough abrasion. The top of the lip and above her top lip between her mouth and her nose had a "big chunk cut out." She was taken to the emergency room the same night for treatment. Her face was cleaned and sterilized, and butterfly stitches and glue were placed to the area between her mouth and nose. The mother was told that the bottom lip would go through a healing process without treatment. The gum line was reported to be fine. The hospital recommended vaseline be applied to her face to reduce scarring after the butterfly stitches are removed. The toothbrush had been in use since (B)(6), and the brush head was last changed in (B)(6) of 2015. The mother reported she was not sure of the type of toothbrush head, but it came with the toothbrush. The product was no longer being used. The case outcome was not recovered/ not resolved. No further information was provided. 27-oct-2015 received follow-up: the mother reported that her daughter was seen by a dentist on (B)(6) 2015. She stated her teeth and gums were fine, and her lip needed time to heal. The mother corrected her previous report of when the product was first used, and clarified that the toothbrush was purchased in (B)(6) 2015. She stated that the original head that came with the brush was still on it. No further information was provided.

Manufacturer narrative:
(B)(6) 2015: product investigation results. The reporter returned one oral-b type 3709 toothbrush, and one stages power type eb10 brush head. The return analysis of the handle and the brush head refill did not show any deviation from spec. No technical fault was found.

Event description:
Cut lip/ ripped inside of lip/ like a rough abrasion on lip [lip injury]. Cut face/ big chunk cut out between mouth and nose [laceration]. Bleeding - lip [lip haemorrhage]. Brush head came off in mouth when brushing and caused damage to inside of mouth [injury associated with device]. Brush head came off in mouth when brushing [device breakage]. Case description: a mother reported that her (B)(6) daughter used an oral-b power rechargeable toothbrush handle vitality 3709 (stages princess toothbrush) at 5:30 p.m. On (B)(6) 2015, and the oral-b brushhead, version unknown came off, damaged the inside of her mouth, and caused bleeding. It ripped the inside of her bottom lip and "chunked up a big bit of skin." The top bit of her lip was like a rough abrasion. The top of the lip and above her top lip between her mouth and her nose had a "big chunk cut out." She was taken to the emergency room the same night for treatment. Her face was cleaned and sterilized, and butterfly stitches and glue were placed to the area between her mouth and nose. The mother was told that the bottom lip would go through a healing process without treatment. The gum line was reported to be fine. The hospital recommended vaseline be applied to her face to reduce scarring after the butterfly stitches are removed. The toothbrush had been in use since christmas, and the brush head was last changed in (B)(6) 2015. The mother reported she was not sure of the type of toothbrush head, but it came with the toothbrush. The product was no longer being used. The case outcome was not recovered/ not resolved. No further information was provided. 27-oct-2015 received follow-up: the mother reported that her daughter was seen by a dentist on (B)(6) 2015. She stated her teeth and gums were fine, and her lip needed time to heal. The mother corrected her previous report of when the product was first used, and clarified that the toothbrush was purchased in (B)(6) 2015. She stated that the original head that came with the brush was still on it. No further information was provided. 18-dec-2015 received follow-up: the mother reported her daughter was back to normal. She stated she was able to remove the head while the brush was switched on, and it was very slack. The case outcome was recovered. No further information was provided.